Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section b describe event or problem and section h imdrf code to reflect delay a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed. A field service engineer (fse) addressed multiple issues with drawers 2 and 3.1, which were intermittently disconnecting and showed errors. The fse cleaned out debris, tightened loose pill rollers, and identified sticking pockets. The fse reseated all connections and both position sensors, and the latch sensor were replaced after diagnostics showed errors. Drawers were tested using the hardware test application, and functionality was confirmed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es has failed drawer. The customer tried to recover drawer multiple times and drawer would not open or make any noise like it is going to open. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system had failed drawer. The customer reported that they trying to recover drawer multiple times and drawer would not open or make any noise like it is going to open. There were no adverse events or injuries reported based on this event.